Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4).case subject: npi 8100 ail bolus limit error message. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22. Asset location: contact: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) had "ail bolus limit" error message during patient side occlusion test lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I troubleshoot the cause with (B)(6). Found out his 8100-rcs was expired in june 2019. I advised (B)(6) to replace new 8100-rcs. (B)(6) will replace his test IV set. If he still have problem, he will call me back.